Event description:
It was reported the patient had been given intravenous (IV) anticoagulants prior to the exchange. There were no changes to the patient's condition, pump parameters, or anticoagulation status that may have contributed to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of the driveline revealed internal wire fatigue on the green and yellow wires. The suspected thrombus could not be confirmed through evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). A direct correlation between the device and the reported dark urine and elevated lactate dehydrogenase (ldh) could not be conclusively established through this evaluation. Additionally, a direct correlation between the reported events and the suspected thrombus could not be conclusively established. (B)(6) was returned assembled with the driveline (dl) severed approximately 9.5¿ from the pump housing. The remainder of the dl was not returned with the device. The sealed inflow conduit (inlet extension, flex section, inlet elbow) was returned assembled but detached from the pump's inlet port. The apical sewing ring was not returned. The sealed outflow graft was returned attached to the outlet elbow; however, the outlet elbow had been detached from the pump's outlet port. The sealed outflow graft bend relief had been severed adjacent to its hardware and was returned detached from the sealed outflow graft. The bend relief collar was returned detached from the device. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. Data retrieved from testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1, "introduction," lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was taken to the operating room for a heartmate ii to heartmate 3 pump exchange due to suspected thrombosis. The patient had dark urine and elevated lactate dehydrogenase (ldh) levels. The pump will be returned for analysis. The device operated as expected.